Event description:
It was reported that the user reported low flow when using two different devices. After trouble shooting it was determined that the pads were the cause of the low flow. The pt passed away at an unk date and time. According to the ICU unit director, the pt passed away after therapy was completed due to complications associated with the pts co-morbidities. The facility has declined any additional info surrounding the event and the pt.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. The kit provided contained two back and 2 thigh pads. The pads were provided in (B)(6) bags. Each pad was folded over or rolled upon itself to contain the hydrogel in the center. The pads were gently pulled apart. Each pad was individually inspected for any manufacturing related defect. There was no damage to the tubing, and all connections to barbs were normal. All pad manifolds were properly bonded over the pad manifold holes, ensuring no restrictions to proper flow (e.g. Flow would not be restricted because of improper manifold position when bonded). All pad profile cuts met specification. (E.g. None of the pads had profile cuts into any of the flow paths which would result in an air leak into the system and lower flow). Each of the four pad connectors had damage in the form of deformed areas where the connector meets the fluid delivery line. This type of damage is consistent with misuse of the product (e.g. Attempting to make a backward(white to blue) connection to the fluid delivery line). A functional evaluation was performed: an arctic sun m2000 was connected to the pads and flow was initiated in manual mode with water temperature set to 28°c. After the machine exited bypass flow, each pad was individually disconnected from the fluid delivery line and then reconnected after a few seconds. This was performed in order to introduce air into the pads and allow visualization of the air bubbles flowing through all the channels of each pad to observe for proper flow. All pads demonstrated little to low flow through each of the channels, consistent with air leakage through the damaged portion of the connectors. Each of the pad connectors were individually replaced and each pad was tested again as described above. The pads were left connected to the machine under manual flow until the temperature and flow rate stabilized. The control pressure was also stable at ~-7.0 psig.(e.g. No air leaks in pads). This demonstrated that the deformed connectors were the sole source of the air leaks into the system. In order to demonstrate that there were not any issues with flow through the pads, the connectors were disconnected and reconnected to introduce air into the individual pads. This technique allowed visual inspection of each channel for proper flow by visually confirming that air is equally swept through all channels. This test showed that all pads demonstrated proper flow through all channels (i.e. No apparent significant restrictions or occlusions were observed). The flow rate for the kit stabilized at ~2.11 l/min. The pad kit had connectors with damage consistent with misuse of the product. No other signs of misuse or manufacturing defects were detected. Upon replacement of the connectors, the pad kit flow rate appeared to be normal. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a user-related issue. The instructions for use state the following: "indications for use: the arctic sun® temperature management system is intended for monitoring and controlling patient temperature. Contraindications: there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning: do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: federal law restricts this device to sale by or on the order of a physician. This product is to be used by or under the supervision of trained, qualified medical personnel. The clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (64.4°f); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. The arcticgel¿ pads are non-sterile for single patient use only. Do not place pads in the sterile field. If used in a sterile environment, pads should be placed according to the physician¿s directions, either prior to the sterile preparation or sterile draping. Do not reprocess or sterilize. Use pads immediately after opening. Do not store pads in opened pouch. Do not allow circulating water to contaminate the field when lines are disconnected. The arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. The arcticgel¿ pads are only for use with an arctic sun® temperature management system. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. If needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. Discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. Directions for use: arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." (B)(4).